Manufacturer narrative:
(B)(4). G6 ¿follow-up number¿ field updated from [1] to [2] as the supplemental report submitted under follow-up number [1] failed due to an error with the as2 certificate, which has since been corrected.

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. The share log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The probable cause was determined a permanent communication error between device and transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported, that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. The share log was downloaded and reviewed, finding an error related to the complaint. The allegation was confirmed. The probable cause was determined, a permanent communication error between device and transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
Com- (B)(4).